Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2e0fx implanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-feb-2023, UDI#: (B)(4) b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had been having problems with the device and it was causing pelvic pain. The patient notified the manufacturing representative (rep) of the issue sometime in 2023. The representative had the patient turn the stimulation down because the pelvic pain was so bad that the patient had to go into therapy to get rid of it. The patient reported that she was not experiencing the symptom relief that she desired. Agent walked the patient through general use and the patient stated that they would adjust there stimulation after the call. Agent also reviewed MRI guidelines with the patient and guided them through MRI mode. Additional information was received from the patient. When asked to clarify the statement regarding the device not working, they reported they did not say the device was not working. They explained that it started to cause pelvic pain. This was not due to normal battery depletion. They were worried that the wires somehow moved.